Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID (B)(4) and manufacturing lot # 9f02707 in c2. The lot was packed in june 2019 . The product was packed on packaging machine p009 according to the instruction for packing g905704 v.7. Lot # 9f02707 was sterilized under sterilization lots 24 190625, 24a190624, 25 190625, 24a190626. During in- process inspection test with focus on catheters squeezed in welding is carried out according to tm-437 visual inspection of welding catheters in peelpack : procedure: 3.1 hold sample at good visual distance. 3.2 ensure adequate lighting in inspection area. 3.3 look at entire peelpack sheet if there is no welding catheters. 3.4 no welding catheters are allowed. The entire peelpack sheet is held up to check that all catheters ¿drop down¿ in the pack. 3.5 welding catheters inside peelpack have to be discarded. Result of the inspection is recorded in form (B)(4). Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the packaging process of the mentioned lot. A photography of the defective product was received and evaluated. The complaint confirmed. The catheter shaft was damaged, welded between paper and foil of the peelpack. Several complaints of this nature were received in the past and the issue was investigated within nc event tw # (B)(4). The investigation associated with related event tw # (B)(4) has been approved and is complete. Five most probable root causes were identified during the investigation and will be addressed in CAPA plan. Rc1: cavity is not spacious enough to compensate small deviations in shape. Rc2: not defined storing of the catheters in boxes ¿ there is definition in procedure for correct catheters storing in boxes actually. In production date of complained catheters there was effective procedure, with no exactly definition of catheters storing. Cc1: extrusion production process and bobbin construction. - it is standard process, so it will be excluded from CAPA plan. Cc2: neglect of the operator. Rc3: not proper method defined in the procedure. Rc4: any machine detection for catheter placement. Rc5: any machine detection for catheter squeezing in weld. This root causes are being addressed within CAPA 1216197. The following corrective actions were implemented: 1:definition of correct water sachet placement to the cavity in work instruction g905704. 2: order of guides for packing machine p009 and installation them. 3. Updating of work instructions (B)(4). The effectiveness check with focus on welded catheters was carried out in success in august 2020 . Lot in question was produced before implementation all corrective actions. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 1. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported one (1) catheter that he had "difficultly removing from the outer plastic wrap". It was stated that "I have been using "I have been using convatec hydrophilic catheters since (B)(6) and I had one (1) that had an issue - it was difficult to get out of the sheath. At the time, I did not notice that it had been pressed in the seal of the plastic and paper sheath. ¿he adds that this was approximately 5.5 inches from the tip of the catheter. The end user did not use the product once the issue was identified, no harm reported. Photographs depicting the reported complaint issue was submitted by the complainant.